Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician requested assistance to interrogate the pulse generator. No patient information or additional case information was reported.